Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.

Event description:
It was reported that pump displayed malfunction alarm Malf 12, with no notable events occurring before issue and malfunction alarm successfully reset. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from Technical Support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm appeared again, and caller acknowledged instructions.